Event description:
Case description: investigational results name of the suspect product: novopen 6 batch number of the suspect product: unknown no investigation was possible, because neither sample nor batch number was available. Name of the suspect product: ryzodeg penfill batch number of the suspect product:unknown no investigation was possible, because neither sample nor batch number was available. Since last submission case has been updated with following information investigational results added is nonreportable field was updated as no malfunction field updated as no final report check box was ticked expected date of follow up report was deleted follow up information further investigation comment was added imdrf codes b,c,d,g were added narrative updated accordingly this report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer comment: 19-sep-2025: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. Elderly age of the patient (75 years old) and underlying medical condition of type 2 diabetes mellitus are significant confounding factors for the development of hyperglycaemia. H3 continued: evaluation summary name of the suspect product: novopen 6 batch number of the suspect product: unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Case description: the relative confirmed continued use of ryzodeg penfill and reported no adverse effects. The outcome for the event "multiple hospitalizations due to high blood sugar (blood glucose increased)" was recovered. The outcome for the event "malfunction in the injection button of the pen (device component malfunction)" was unknown. Since last submission case has been updated with following information outcome of the event high blood sugar updated narrative updated in device addendum updated narrative updated accordingly.

Event description:
Event [preferred term] (related symptoms if any separated by commas) high blood sugar [blood glucose increased], malfunction in the injection button of the pen [device malfunction]. Case description: study ID: (B)(6). Study description: trial title: patient education on using of devices for both insulin and growth hormone. (Durable and disposable devices) patient's height: 156 cm. Patient's weight: 88 kg. Patient's bmi: 36.16042080. This serious solicited report from turkey was reported by a consumer as "high blood sugar(blood glucose increased)" with an unspecified onset date , "malfunction in the injection button of the pen(device component malfunction)" with an unspecified onset date and concerned a 75 years old female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", , ryzodeg penfill 100 u/ml (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml) from unknown start date for "type 2 diabetes mellitus", dosage regimens: novopen 6: ryzodeg penfill 100 u/ml: current condition: type 2 dm, thyroid disease, hypertension, copd. Concomitant medications included - codiovan(hydrochlorothiazide, valsartan), levothyroxine, plavix(clopidogrel bisulfate), ecopirin(acetylsalicylic acid), colnar(rosuvastatin calcium), beloc [atenolol](atenolol), trajenta(linagliptin), jardiance(empagliflozin), oroferon(ferrous sulfate). On a unknown date there was a malfunction in the injection button of the novopen 6, the patient has been unable to administer the medication for the past 2-3 days, resulting in elevated blood glucose levels. The patient had multiple hospitalizations due to high blood sugar, though no specific dates were provided. It was reported that patient's blood sugar(blood glucose) has been more stable. Previously, it could reach 450-500 mg/dl, but now her pre-prandial glucose(blood glucose) was around 180-200 mg/dl, and hba1c(glycosylated haemoglobin) dropped from 11.5% to 8.5%. Batch numbers: novopen 6: unknown ryzodeg penfill 100 u/ml: asku; action taken to novopen 6 was not reported. Action taken to ryzodeg penfill 100 u/ml was not reported. The outcome for the event "multiple hospitalizations due to high blood sugar(blood glucose increased)" was unknown. The outcome for the event "malfunction in the injection button of the pen(device component malfunction)" was unknown. Reporter's causality (novopen 6) - high blood sugar (blood glucose increased) : unknown. Malfunction in the injection button of the pen (device component malfunction) : unknown. Company's causality (novopen 6) - high blood sugar(blood glucose increased) : possible malfunction in the injection button of the pen(device component malfunction) : possible. Reporter's causality (ryzodeg penfill 100 u/ml) - high blood sugar(blood glucose increased) : unknown malfunction in the injection button of the pen(device component malfunction) : unknown. Company's causality (ryzodeg penfill 100 u/ml) - high blood sugar(blood glucose increased) : possible malfunction in the injection button of the pen(device component malfunction) : possible.